Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received a recent inappropriate shock due to oversensing. The patient stated the shock occurred while she was in bed and it felt very strong. Additionally, there was one previous untreated event with similar oversensing. R-wave measurements were good at approximately 2mv. There was a large artifact superimposed over the r-waves during the oversensing. A boston scientific technical services suggested further evaluation. Testing was performed in clinic and some r-wave measurements were marked as noise in primary vector during arm movements. The consultant discussed the possibility of sense b node noise; therefore, the device was reprogrammed to secondary vector to prevent this type of noise. The patient will continue to be monitored. No adverse patient effects were reported.